Event description:
The patient underwent the succesful coil embolization of the right anterior cerebral artery aneurysm. Immediately post procedure the patient was stable. It was reported that the patient's condition worsened, date was not disclosed. The patient died, the cause and date of death were not disclosed. No other information was provided.

Manufacturer narrative:
PMA # or 510 #: k050700. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The patient outcome of death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery aneurysm. Immediately post procedure the patient was stable. It was reported that the patient's condition worsened, date was not disclosed. The patient died, the cause and date of death were not disclosed. No other information was provided.